Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: 51-107120 - tprlc 133 mp type 1 pps ho 12.¿ unknown; 650-1056 - cer bioloxd option hd 32mm ¿ unknown; 13-104050 - m/h radial solid/apx shl 50mm ¿ unknown; unknown - unknown g7 e1 neutral liner¿ unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06057, 0001825034-2018-06059, 0001825034-2018-06061, 0001825034-2018-06062.

Event description:
It was reported patient was noted to have urinary retention approximately 1 week post initial right total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.